Event description:
During a cystoscopy, the coagulating electrode hook came off inside the pt's bladder. Forceps were used to remove the tip from the pt, no injury noted. Dates of use: 2007. Diagnosis or reason for use: cystoscopy.